Manufacturer narrative:
Additional information: one kink was found on the inner lumen within the membrane approximately 22.6cm from the iab tip. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon pressure waveform became abnormal, and no increase in augmentation pressure was seen in the patient pressure waveform. The iab seemed to have expanded only the lower half. The iab was removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon pressure waveform became abnormal, and no increase in augmentation pressure was seen in the patient pressure waveform. The iab seemed to have expanded only the lower half. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Corrected information: changed: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately .5cm from the rear seal and both measuring 0.127cm in length. To: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately .5cm from the rear seal and measuring 0.127cm in length. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon pressure waveform became abnormal, and no increase in augmentation pressure was seen in the patient pressure waveform. The iab seemed to have expanded only the lower half. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d added serial # (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. The catheter tubing was observed to be flattened shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 73.4cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 31cm from the iab tip. A photo was provided of the pump display and reviewed. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately .5cm from the rear seal and both measuring 0.127cm in length. The optical fiber was found to be broken, confirming difficult to monitor the waveform. We are unable to determine when this may have occurred. The reported difficult inflation was most likely triggered by the leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. The provided photo confirmed our findings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon pressure waveform became abnormal, and no increase in augmentation pressure was seen in the patient pressure waveform. The iab seemed to have expanded only the lower half. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
A photo was provided of the pump display. No decon or visual inspection performed since product was not returned. According to the balloon pressure wave form in the picture provided, there was something restricting the balloon inflation and deflation and creating difficulty monitoring the pressure waveform. We can confirm the difficult/ unable to monitor waveform & difficult/ unable to inflate based on the photo provided. However we are unable to determine what this may be since the iab was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4) : device not returned.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon pressure waveform became abnormal, and no increase in augmentation pressure was seen in the patient pressure waveform. The iab seemed to have expanded only the lower half. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the balloon pressure waveform became abnormal, and no increase in augmentation pressure was seen in the patient pressure waveform. The iab seemed to have expanded only the lower half. The iab was removed. There was no reported injury to the patient.